Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: multiple call service (cs) 054/052/012 alarms were observed in the black box history. The battery cap and cartridge cap was not returned; therefore, test caps were used to complete investigation. The test battery cap secured to the pump and maintained an electrical connection. The battery cap was unscrewed half a turn with no power loss. The battery compartment was found to be cracked above and below the bumper pad. No evidence of moisture was found inside the battery compartment. The pump was exercised for 24 hours with no power interruptions. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The reported ¿no power¿ complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).